Manufacturer narrative:
The reported pump stoppages while the system was connected to batteries were confirmed per the evaluation of the submitted system controller log files. Furthermore, driveline damage was confirmed per the evaluation of the returned portion of the left ventricular assist system (lvas) driveline. However, the identified driveline damage would not have caused the observed pump stoppages while on batteries or on the power module with an ungrounded patient cable. Further driveline damage is suspected, but could not be confirmed. A section of the lvas driveline, approximately 21 inches long from the connector, was returned. Rescue tape was present from ~6 inches to ~9 inches from the metal connector. Damage to the outer jacket was identified below the tape. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at ~3.5 inches and ~9 inches from the metal connector. Visual inspection identified a breach in the insulation on the red and orange wires near the metal connector. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying red and orange wire conductors were exposed. The red and orange wires represent redundant wires in the same motor phase. Red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by a normal patient cable and the power module. However, the observed damage would not have caused red heart alarms if the device was supported by an ungrounded patient cable or batteries. It was noted that the patient continued to experience pump stoppages on a normal patient cable after the driveline repair, on (B)(6) 2017. These reported pump stops were confirmed per the submitted log file. The patient was discharged on an ungrounded patient cable. No new alarms were reported on an ungrounded patient cable or batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 4 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages occurred while the vad system was connected to an ungrounded power module patient cable. X-rays of the driveline were reported to be unremarkable. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple speed decelerations and pump stoppages. The events occurred on both battery power and the power module. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. After the replacement, the system was connected to a grounded power module patient cable and additional pump stoppages occurred. An ungrounded power module patient cable was utilized without further issues. The patient was discharged home and would continue to utilize an ungrounded power module patient cable for use while on power module support. On (B)(6) 2017, the patient presented to the emergency room after reportedly hearing alarms when laying on the side. No unusual events were observed within the log file. No additional information was provided.